Manufacturer narrative:
Additional information: it was believed that the pseudoaneurysm could be related to high-pressure balloon inflation. Annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A case study was submitted for review titled "recurrence following percutaneous exclusion of giant coronary pseudoaneurysm: a case report". This case study reports recurrent formation of a coronary pseudoaneurysm (psa) following successful exclusion of a giant coronary psa by three stent grafts necessitating repeat intervention and treatment by additional stent graft. The patient underwent primary percutaneous coronary intervention (pci) of the right coronary artery (rca) about a month previously in a peripheral center. The patient presented with dull aching constant precordial chest pain fifteen days following the procedure. On presentation, the patient was afebrile with no abnormality detected on cardiovascular examinations. The 12 lead electrocardiogram (ECG) did not show any fresh changes compared to old ecgs and the cardiac biomarkers (ck-mb and troponins) were also normal. The left ventricular ejection fraction assessed by 2d echocardiography was around 60% without any regional wall motion abnormalities. Records of the angioplasty revealed that the patient had undergone successful primary pci of the rca. Two sequential resolute onyx zotarolimus eluting stents of size 3×24 mm and 3.5×32 mm were deployed at 12 atm pressure from the distal to proximal rca. Post dilatation was done using 3.25×12mm and 4×12mm non-compliant sprinter balloons at high pressure (18 atm pressure) resulting in thrombolysis in myocardial infarction (timi)-3 flow. Check angiogram revealed a giant coronary psa in the proximal and mid portion of rca stents. Considering the significantly large size of the coronary psa with symptoms of impending rupture, the decision of urgent percutaneous exclusion using coronary stent grafts was undertaken. Thereafter, three non-medtronic coronary stent grafts of sizes 2.8×16 mm, 3.5×16mm and 3.5×20 mm were placed sequentially from the mid to proximal rca to exclude the coronary psa successfully with timi-3 flow in the rca. The patient was discharged on day 5 of the procedure on medications comprising of dual antiplatelet therapy (aspirin 75 mg once a day and ticagrelor 90 mg twice a day), high intensity statins (rosuvastatin 40 mg/day) and bisoprolol 5 mg/day. One and a half months after the procedure, the patient again presented with a similar complaint of dull aching precordial chest pain. A repeat coronary angiogram revealed a coronary psa of 1.2×1.2cm just distal to the previously implanted stent grafts. In view of the constant symptoms, it was decided to exclude this aneurysmal segment by placing coronary stent grafts. A pre-procedural optical coherence tomography (oct) was also done to delineate the coronary psa and the extent of medial damage. However, negotiating a stent graft through previously placed stent grafts was difficult. Hence, a non-medtronic 3×20mm stent graft was delivered through a 6f non-medt ronic guide extension catheter. Further, after placement of the non-medtronic stent graft distally to exclude the psa segment, a small segment of the psa segment remained uncovered proximally and needed exclusion by an additional stent graft. A non-medtronic 7f guide extension catheter was used to deliver a higher profile non-medtronic 2.8×16mm stent graft resulting in the complete exclusion of the coronary psa. The patient was discharged successfully on day 3 and at six months follow-up, the patient remained asymptomatic. It was noted that this case was a type-I coronary psa secondary to post dilatation of the stents with oversized balloons at high pressure.

Manufacturer narrative:
Journal article: recurrence following percutaneous exclusion of giant coronary pseudoaneurysm: a case report journal: the egyptian heart journal authors: saibal mukhopadhyay, jamal yusuf, ankur gautam, sanjeev kathuria and vishal batra. Year: 2024 ref: https://doi.org/10.1186/s43044-024-00546-7 b3: date of publication earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.